Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 28 mg/dl. The cause of bg was unknown. Reportedly, the fire department addressed customer's bg with glucose. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.